Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm and pump error alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify power error alarm due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. Pump was received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, end cap address label fading, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.